Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('unbearable abdominal pain in the area of lower belly / frequent and constant pain') and device breakage ('existence of a piece of essure in the right cornual region') in a female patient who had essure (batch no. D30802) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"), 2 years 6 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy performed on (B)(6) 2018 and hysterectomy and removal of ovaries on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal and device breakage to be related to essure. The reporter commented: on (B)(6) 2018, due to the belly pain, a bilateral salpingectomy had to be performed. During the essure extraction surgery performed in (B)(6) 2018 , a piece of the contraceptive was left inside her body. On (B)(6) 2018 the rest of essure that was not extracted in (B)(6) was removed, and a complete hysterectomy also had to be performed (removal of the uterus, cervix and ovaries). Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2018: confirmed the existence of a piece of essure in the right cornual region. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('unbearable abdominal pain in the area of lower belly / frequent and constant pain') and device breakage ('existence of a piece of essure in the right cornual region') in a female patient who had essure (batch no. D30802) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"), 2 years 6 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy performed on (B)(6) 2018 and hysterectomy and removal of ovaries on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal and device breakage to be related to essure. The reporter commented: the patient has suffered and continues to suffer unbearable abdominal pain in the area of her lower belly, which has resulted in her being repeatedly admitted to various hospitals and having to take a huge number and variety of medications, with resulting consequences and side effects. On (B)(6) 2018, due to not being able to put up with the belly pain any longer, a bilateral salpingectomy had to be performed. During the essure extraction surgery performed in (B)(6) 2018, a piece of the contraceptive device was left inside her body. After this first surgery, she continued to suffer from frequent and constant pain that forced her to continue visiting different specialists to try to obtain a treatment that would resolve her situation. On (B)(6) 2018 the rest of essure that was not extracted in may was removed, and a complete hysterectomy also had to be performed (removal of the uterus, cervix and ovaries). The reporter commented that the patient is still off work, and that it is evident that malpractice during the surgery performed in (B)(6) 2018 has led to the removal of the uterus, cervix and ovaries, which were in perfect condition in may when the first surgery to remove the device was performed. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2018: confirmed the existence of a piece of essure in the right cornual region of the uterus. Batch no d30802, production date 2014-11-06, expiration date 2017-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('unbearable abdominal pain in the area of lower belly / frequent and constant pain') and device breakage ('existence of a piece of essure in the right cornual region') in a female patient who had essure (batch no. D30802) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"), 2 years 6 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy performed on (B)(6) 2018 and hysterectomy and removal of ovaries on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal and device breakage to be related to essure. The reporter commented: the patient has suffered and continues to suffer unbearable abdominal pain in the area of her lower belly, which has resulted in her being repeatedly admitted to various hospitals and having to take a huge number and variety of medications, with resulting consequences and side effects. On (B)(6) 2018, due to not being able to put up with the belly pain any longer, a bilateral salpingectomy had to be performed. During the essure extraction surgery performed in (B)(6) 2018, a piece of the contraceptive device was left inside her body. After this first surgery, she continued to suffer from frequent and constant pain that forced her to continue visiting different specialists to try to obtain a treatment that would resolve her situation. On (B)(6) 2018 the rest of essure that was not extracted in may was removed, and a complete hysterectomy also had to be performed (removal of the uterus, cervix and ovaries). The reporter commented that the patient is still off work, and that it is evident that malpractice during the surgery performed in (B)(6) 2018 has led to the removal of the uterus, cervix and ovaries, which were in perfect condition in may when the first surgery to remove the device was performed. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2018: confirmed the existence of a piece of essure in the right cornual region of the uterus. Batch no d30802 production date 2014-11-06 expiration date 2017-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: no new clinical information received, update to imdrf/FDA codes only we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.